Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.

Event description:
The user facility reported a male of unknown age and ethnicity in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the physician believes the impella was behind the papillary muscle and stated that during placement the pigtail of the catheter was wrapped behind papillary muscle. The decision was made by the physician not to reposition the impella cp. While on support the patient arrested which required cardio-pulmonary resuscitation; after 20 minutes return of spontaneous circulation was achieved. It was noted that the left lower extremity had no pulse and the patient¿s toes were blue. The decision was made to explant the impella cp.

Manufacturer narrative:
The investigation for the limb ischemia and positioning issues has been completed. No product returned. Data logs confirm few suction alarms and positioning alarms. No motor current (mc) spikes outside of p level changes. The cause of the low pump flow was most likely improper positioning as stated by the clinical and the cause of the improper positioning was not determined due to lack of clinical details. The root cause of the limb ischemia could not be determined without additional information. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ corrections to the initial MFR report: added d6a/d6b as it was missing. G1 MDR reporting contact email h6 impact code 2199 was incorrectly coded.